Event description:
The advocate stated the customer received a blood glucose reading of 120mg/dl from her contour and a reading of 276mg/dl from the doctor's meter.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged.the test strips are to be returned for evaluation.replacement test strips and a new meter were sent to the customer.

Manufacturer narrative:
Initial reporter phone number and address were not provided.